Manufacturer narrative:
Block b3: exact date unknown, event occurred january 2024.

Event description:
It was reported that the patient was experiencing abdominal pain, burning sensation, and pain at the ipg site. It was also noted that the patient had sharp, shocking sensations. The patient underwent a revision procedure wherein the ipg site was relocated and the device remains implanted.